Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B) (4) no anomalies were found; grommet damage was noted and the setscrew was found rounded.

Event description:
It was reported that during the ipg implant procedure, the sound of the click from the setscrew wrench did not occurred. Therefore the physician tried to connect the ipg and the atrial lead; however, the "sound of ventrical was done". The physician suspected the malfunction of setscrew. The device was not implanted. No patient complications have been reported as a result of this event.